Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. A systems check with tandem technical support verified the pump was functioning as intended, however, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.